Event description:
Failure of proximal mp body causing metallosis resulting in severe bone and tissue damage. The initial reason for failure from surgeon's perspective is the locking bolt. Stem was in situ for approx 15 years.

Manufacturer narrative:
We contacted our distributor for more info (e.g. X-ray images, surgery report, pt's history, explant). So far we are not able to investigate the incident. This event occurred outside of the united states and involved a product that was mfg outside of the united states. However, because the link mp prosthesis also is marketed in the united states link is submitting this MDR to ensure full compliance with 21 cfr part 803.